Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 550 mg/dl (performa system) and 220 mg/dl (lab). The user had two opened vials of test strips (lot. 670760 expiry: 08/31/2024) and (lot. 670924 expiry: 01/31/2025) and could not recall which vial was used to obtain the result of 550 mg/dl.